Event description:
Surgeon was using a stryker 7 drill in an orthopedic surgical procedure. During use, the device would not stop drilling and was driving forward into the bone. Surgeon held drill back while surgical technician released battery, stopping the device. No harm was done to the pt but had great potential to do so. Device was removed from service. Case was completed with another drill.